Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it isn't known why the issue occurred with the pump, but after going to the doctor's office it was determined to be a pump failure by the doctor and local manufacturer representative. The issue has not been resolved and afterwards had issues with the referral for replacement and the patient is still, quite uncomfortably, waiting without a functioning pump and there life has come to a standstill and is barely functional as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving bupivacaine [10 mg/ml] at a rate of 3.562 mg/day and dilaudid [20 mg/ml] at a rate of 7.123 mg/day via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that on (B)(6) 2017 she started alarming and couldn't pinpoint what she was hearing until later in the evening and night. She isn't due for a refill until (B)(6) 2017. On (B)(6) 2017 the patient states '8476' error occurred. This morning her symptoms started hitting her and is using a cane. The patient states that her pain level has increased and stated a pain rating of 8-9 and is a little queasy. The patient went to four stores but wasn't sure if any had security gates. It was determined that the pump had stopped the night before ((B)(6) 2017). The patient normally takes 15 mg of oral oxycodone up to four times a day as needed and a flexerall at night before the pump stalled. The patient was also prescribed a clonidine patch and the healthcare provider (hcp) doubled the dose of oxycodone (30 mg) and prescribed a sublingual zofran to help with the queasiness. The patient was upped to 5 times a day of oral oxycodone and then to 6. On (B)(6) 2017, the patient went to the ER because they felt dehydrated, felt weak, and they checked her laboratory results and said she wasn't dehydrated and stated there is nothing else they can do and sent the patient home. The patient decided to force food because she wasn't hungry due to the oral medications. The patient states the reason she went to the ER was ever since the time she woke up feeling so bad on (B)(6) 2017. They stated they have not been eating anything except one or two bites here and there and thinks they have lost eight pounds this past week. A request to replace the pump has been submitted. There were no further complications reported/anticipated. *omitted information from (B)(4) pump issue*

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a manufacturer representative. It was reported that the pump was explanted and would be returned for analysis.